Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. (B)(4).

Manufacturer narrative:
The initial reported fault was interpreted to not affect ventilation. The investigation of the returned air gas module, which regulates the inspiratory air gas flow to the pt, reproduced the reported fault in the pre-use check but the air gas module also generated other failures in the pre-use check and during performance tests. The investigation revealed that the delta pressure transducer, which is part of the flow measuring in the air gas module, on the printed circuit board (B)(4) inside the air gas module was broken which led to the reported pre-use check failure. The cause of the pressure transducer failure was a leakage around the pressure transducer cap. To improve the strength of the bond adherence the manufacturer of the pressure transducer implemented an improved cap attach epoxy and removed a portion of the green glaze in the cap attach bond line. This change was implemented in week 38 2009. The exchanged pressure transducer was manufactured before this change. The failure of the delta pressure transducer leads of inaccurate gas flow regulation and at worst the oxygen gas module will be either closed or open during the inspiration phase which will lead to activation of alarms from the ventilator. (B)(4).